Manufacturer narrative:
Product event summary: three (3) batteries were returned for evaluation. Failure analysis of the returned devices revealed that the batteries passed visual inspection; no wear was observed on the associated battery connectors. Functional testing revealed that the batteries were able to make adequate physical connections to the controller. As a result, the reported ¿poor mechanical connection¿ and ¿wear on battery connectors¿ events were not confirmed. Functional testing of (B)(4) revealed that the battery was unable to be charged or provide power to a test controller. In addition, functional testing also revealed an anomaly in battery's cell voltage plot. Supplemental testing was performed and revealed that a thermal cutoff fuse was open. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. After replacing the thermal cutoff fuse, the battery was able to provide power to a test controller, and the battery¿s cell voltage plot was nominal. Functional testing of (B)(4) revealed that the battery was received unable to be charged or provide power to a test controller. The battery had a cell under voltage (cuv) flag enabled, which rendered it inoperable. A cuv flag is triggered when a cell pair falls below a voltage threshold. Supplemental testing revealed an open weld between cell pair 3, which resulted in the cuv flag. Based on an internal investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Functional testing of (B)(4) revealed abnormalities in the battery¿s cell voltage plot; the battery was not estimating the capacity accurately. The most likely root cause of the anomaly can be attributed to an estimation error. As a result the reported events could not be confirmed. Based on available information the possible root cause of critical battery alarm can be attributed but not limited to battery estimation error. The possible root cause of the reported ¿pump disconnect alarm¿ can be attributed but not limited to the damaged thermal cutoff fuse and/or broken cell weld. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbc3d4 defibrillator and 6947m62 lead, implanted on (B)(6) 2014. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / expiration date: 2018-03-31, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650de / expiration date: 2019-01-31, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2018-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the batteries had a critical battery error and the other batteries had pump disconnect alarms. It was also reported that all of the batteries had poor mechanical connections and were "worn." The batteries were exchanged. No patient complications have been reported as a result of this event.